Event description:
It was reported that during a prostate procedure at 59,943 joules of use, the fiber tip broke off and was retrieved. The procedure was completed using a second fiber. Patient outcome: "no patient injury".